Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing duplicated the error message but was unable to duplicate the reported accuracy issue. The pump was found to be within specification. The investigation determined that the real time clock battery (rtc) was the cause of the reported alarm. The rtc was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited lec1310 error and failed the volumetric accuracy check. Patient harm/adverse event is unknown.